Event description:
Philips received a complaint on a patient information center ix (pic ix) indicating that the central stations for the critical care unit (ccu), acute rehabilitation unit (aru), and intensive care unit (cvicu-2) went offline. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer biomedical engineer (biomed), and remotely accessed the customer's system. The rse found that all the pic ix central stations were disconnected from the servers. The rse checked the router, and router shows switchports 1/0/5 and 1/0/9 went offline in the same period, these connect to distribution switches dist d3g and dist b3g. The rse suspected a distribution switch outage caused this issue. The biomed will check status of the switches in closet. The customer is taking responsibility for servicing the device. The customer has been notified to contact philips for any follow up, if needed. No additional follow-up received from the customer. Based on the information available and the testing conducted, the cause of the reported problem was an issue with a distribution switch outage. The reported problem was confirmed. The engineer provided their analysis findings, however we are unable to confirm the final disposition of the device because the customer did not provide follow-up regarding the network switch outage. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.